Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C, and the hm ii lvas patient handbook, rev. C. Are currently available. Section 1 of the IFU lists adverse events including bleeding and death that may be associated with the use of the hm ii lvas. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the hm ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to fall with head strike and intracerebral hemorrhage. The patient had no device issues upon admission, normal parameters/flow. The fall was most likely mechanical in nature. The device operated as expected.